Manufacturer narrative:
Reported event of hydrophilic tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two jagwire guidewires used during the same procedure. Refer to manufacturer report #3005099803-2015-03733 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used in the common bile duct during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip of detached and the tip of the metal corewire was exposed. The guidewire was removed and a second jagwire guidewire was used, however, upon introduction the hydrophilic tip detached exposing the tip of the metal corewire. Additionally, nothing had detached inside the patient. The procedure was completed using a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the tip of the guidewire was peeled, exposing the corewire by approximately 1.5cm. The tip of the metal corewire was not exposed. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. There was no evidence of corewire fracture. The complaint is not consistent with the returned guidewire since the tip was peeled and the tip of the metal corewire was not exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
Note: this report pertains to one of two jagwire guidewires used during the same procedure. Refer to manufacturer report #3005099803-2015-03733 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used in the common bile duct during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip of detached and the tip of the metal corewire was exposed. The guidewire was removed and a second jagwire guidewire was used, however, upon introduction the hydrophilic tip detached exposing the tip of the metal corewire. Additionally, nothing had detached inside the patient. The procedure was completed using a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.